Manufacturer narrative:
One medfusion model 3500 pump was returned in used condition. The technician was unable to perform any testing to verify the customer reported problem due to the fact that the badly damaged device was non-operational. There was evidence of contamination on the main board, in addition to the broken top and bottom cases. The following damaged components were replaced: main board, motor assembly, leadscrew, clutch halves, cable guard, top case, bottom case, and plunger cable.

Event description:
It was reported that the medfusion pump had a problem with the infusion inaccuracy. No other details were provided. No death or serious injury was reported in connection with this incident.